Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the pump stopped working a few days prior. He tried changing the batteries but it did not help and the display was blank. The customer said that his blood glucose was over 400 mg/dl and that he treated with manual injections. Troubleshooting for blank display was attempted but the display did not return. The customer was advised to discontinue use of the pump and to revert to the backup plan per his doctor¿s orders. The insulin pump is being returned for analysis.